Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (underwent a salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: placement both coils and full occlusion both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition migration of essure device out of tube cornual section/ perforation (fallopian tube)"), uterine perforation ("perforation (uterus) /migration of essure device location of device: endometrium"), genital haemorrhage ("abnormal bleeding (general)") and device dislocation ("malposition of essure device location of device: right tube out 4cm, left not deployed directly through the cornual section") in an adult female patient who had essure (ess205) (batch no. 620744) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tonsillectomy in 1987, cesarean section in 1997, breast biopsy in 2005, cholecystectomy in 2005, vaginal irritation, focal nodular hyperplasia, gravida ii, vaginal delivery, yeast infection, hemangioma of liver, cesarean section in 1993, regional lymphadenopathy, lymphadenectomy and gallbladder operation in may 2006. Concurrent conditions included focal nodular hyperplasia, tachycardia, chest tightness, light-headed and weight abnormal. Concomitant products included losartan potassium since august 2016 and metoprolol from 2014 to 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. In november 2006, the patient experienced fatigue ("fatigue"), hormone level abnormal ("hormonal changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In february 2007, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In august 2015, the patient experienced nausea ("nausea"). In september 2015, the patient experienced blood disorder ("blood disorder") and cardiac disorder ("heart disorder"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("hypersensitivity reaction"), blood iron decreased ("low iron"), heart rate increased ("fast heart rate"), gastrooesophageal reflux disease ("reflux"), muscular weakness ("muscle weakness"), dizziness ("dizzy"), asthenia ("weakness"), gastrointestinal pain ("upper gi pain"), blood pressure abnormal ("blood pressure abnormal"), chest pain ("chest pain"), mood swings ("mood swings"), tachycardia ("tachycardia"), palpitations ("heart palpitation"), uterine leiomyoma ("uterine fibroids"), endometriosis ("endometriosis") and gastrointestinal disorder ("gastrointestinal disorder"). The patient was treated with surgery (hysterectomy (full) with salpingectomy (bilateral removal of fallopian tubes)), surgery (laparoscopy with bilateral fallopian tube cornual resection, essure devices), surgery (ablation), surgery (laparoscopy with bilateral fallopian tube cornual resection, essure devices) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, device dislocation, menorrhagia, vaginal haemorrhage, hypersensitivity, urinary tract disorder, blood iron decreased, fatigue, gastrooesophageal reflux disease, dizziness, asthenia, gastrointestinal pain, mood swings, tachycardia, palpitations, uterine leiomyoma, endometriosis and gastrointestinal disorder outcome was unknown and the bladder disorder, heart rate increased, nausea, muscular weakness, blood pressure abnormal, chest pain, blood disorder, cardiac disorder, hormone level abnormal and dysmenorrhoea had resolved. The reporter considered asthenia, bladder disorder, blood disorder, blood iron decreased, blood pressure abnormal, cardiac disorder, chest pain, device dislocation, dizziness, dysmenorrhoea, endometriosis, fallopian tube perforation, fatigue, gastrointestinal disorder, gastrointestinal pain, gastrooesophageal reflux disease, genital haemorrhage, heart rate increased, hormone level abnormal, hypersensitivity, menorrhagia, mood swings, muscular weakness, nausea, palpitations, tachycardia, urinary tract disorder, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: one coil was visible on right side and five colis on left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: placement both coils and full occlusion both tubes on (B)(6) 2006, extremely anteverted uterus, normalappearing cervix though extremely narrow. Normal ostia. On (B)(6) 2016, the patient had about a 12-week size fibroid uterus. She had a large left lateral myoma and broad ligament approximately 6+ cm. She had a right anterior lower uterine segment myoma approximately 4 x 4 cm. There was evidence of endometriosis in the left and right infraovarian fossa, uterosacral ligament. Ovaries themselves were normal. The right fallopian tube had an essure device out approximately 4 cm into the tube. The left fallopian tubes, the essure device was not deployed directly through the cornual section. We were able to do a complete cornual resection, but the majority of the tube was actually intracavitary in the left upper portion of the uterine cornual junction. Upper abdominal anatomy was within normal limits. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition migration of essure device out of tube cornual section/ perforation (fallopian tube)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) (batch no. 620744) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tonsillectomy in 1987, cesarean section in 1997, breast biopsy in 2005, cholecystectomy in 2005, vaginal irritation, focal nodular hyperplasia, gravida ii, vaginal delivery, yeast infection, hemangioma of liver, cesarean section in 1993, regional lymphadenopathy, lymphadenectomy and gallbladder operation in (B)(6) 2006. Concurrent conditions included focal nodular hyperplasia, tachycardia, chest tightness, light-headed and weight abnormal. Concomitant products included losartan potassium since (B)(6) 2016 and metoprolol from 2014 to 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("hypersensitivity reaction"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), blood iron decreased ("low iron"), heart rate increased ("fast heart rate"), nausea ("nausea"), fatigue ("fatigue"), gastrooesophageal reflux disease ("reflux"), muscular weakness ("muscle weakness"), dizziness ("dizzy"), asthenia ("weakness"), gastrointestinal pain ("upper gi pain"), blood pressure abnormal ("blood pressure abnormal") and chest pain ("chest pain"). The patient was treated with surgery (hysterectomy (full) with salpingectomy (bilateral removal of fallopian tubes) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, menorrhagia, vaginal haemorrhage, hypersensitivity, bladder disorder, urinary tract disorder, blood iron decreased, nausea, fatigue, gastrooesophageal reflux disease, dizziness, asthenia and gastrointestinal pain outcome was unknown and the heart rate increased, muscular weakness, blood pressure abnormal and chest pain had resolved. The reporter considered asthenia, bladder disorder, blood iron decreased, blood pressure abnormal, chest pain, dizziness, fallopian tube perforation, fatigue, gastrointestinal pain, gastrooesophageal reflux disease, genital haemorrhage, heart rate increased, hypersensitivity, menorrhagia, muscular weakness, nausea, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: one coil was visible on right side and five colis on left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: placement both coils and full occlusion both tubes on (B)(6) 2006, extremely anteverted uterus, normalappearing cervix though extremely narrow. Normal ostia. On (B)(6) 2016, the patient had about a 12-week size fibroid uterus. She had a large left lateral myoma and broad ligament approximately 6+ cm. She had a right anterior lower uterine segment myoma approximately 4 x 4 cm. There was evidence of endometriosis in the left and right infraovarian fossa, uterosacral ligament. Ovaries themselves were normal. The right fallopian tube had an essure device out approximately 4 cm into the tube. The left fallopian tubes, the essure device was not deployed directly through the cornual section. We were able to do a complete cornual resection, but the majority of the tube was actually intracavitary in the left upper portion of the uterine cornual junction. Upper abdominal anatomy was within normal limits. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received. Events per pfs: asthenia, bladder disorder, blood iron decreased, blood pressure abnormal, chest pain, dizziness, fallopian tube perforation, fatigue, gastrointestinal pain, gastrooesophageal reflux disease, genital haemorrhage, heart rate increased, hypersensitivity, muscular weakness, nausea, urinary tract disorder and vaginal haemorrhage. On (B)(6) 2018: concomitant conditions and lab data added. Fup 1, 2 and 3 processed together. On (B)(6) 2018: concomitant conditions and lab data added. Fup 1, 2 and 3 processed together. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition migration of essure device out of tube cornual section/ perforation (fallopian tube)"), uterine perforation ("perforation (uterus) /migration of essure device location of device: endometrium"), genital haemorrhage ("abnormal bleeding (general)") and device dislocation ("malposition of essure device location of device: right tube out 4cm, left not deployed directly through the cornual section") in an adult female patient who had essure (ess205) (batch no. 620744) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tonsillectomy in (B)(6), cesarean section in (B)(6), breast biopsy in (B)(6), cholecystectomy in (B)(6), vaginal irritation, focal nodular hyperplasia, gravida ii, vaginal delivery, yeast infection, hemangioma of liver, cesarean section in (B)(6), regional lymphadenopathy, lymphadenectomy and gallbladder operation in (B)(6)2006. Concurrent conditions included focal nodular hyperplasia, tachycardia, chest tightness, light-headed and weight abnormal. Concomitant products included losartan potassium since (B)(6)2016 and metoprolol from 2014 to 2016. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced fatigue ("fatigue"), hormone level abnormal ("hormonal changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6)2015, the patient experienced nausea ("nausea"). In (B)(6)2015, the patient experienced blood disorder ("blood disorder") and cardiac disorder ("heart disorder"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("hypersensitivity reaction"), blood iron decreased ("low iron"), heart rate increased ("fast heart rate"), gastrooesophageal reflux disease ("reflux"), muscular weakness ("muscle weakness"), dizziness ("dizzy"), asthenia ("weakness"), gastrointestinal pain ("upper gi pain"), blood pressure abnormal ("blood pressure abnormal"), chest pain ("chest pain"), mood swings ("mood swings"), tachycardia ("tachycardia"), palpitations ("heart palpitation"), uterine leiomyoma ("uterine fibroids"), endometriosis ("endometriosis") and gastrointestinal disorder ("gastrointestinal disorder"). The patient was treated with surgery (hysterectomy (full) with salpingectomy (bilateral removal of fallopian tubes)), surgery (laparoscopy with bilateral fallopian tube cornual resection, essure devices), surgery (ablation), surgery (laparoscopy with bilateral fallopian tube cornual resection, essure devices) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, device dislocation, menorrhagia, vaginal haemorrhage, hypersensitivity, urinary tract disorder, blood iron decreased, fatigue, gastrooesophageal reflux disease, dizziness, asthenia, gastrointestinal pain, mood swings, tachycardia, palpitations, uterine leiomyoma, endometriosis and gastrointestinal disorder outcome was unknown and the bladder disorder, heart rate increased, nausea, muscular weakness, blood pressure abnormal, chest pain, blood disorder, cardiac disorder, hormone level abnormal and dysmenorrhoea had resolved. The reporter considered asthenia, bladder disorder, blood disorder, blood iron decreased, blood pressure abnormal, cardiac disorder, chest pain, device dislocation, dizziness, dysmenorrhoea, endometriosis, fallopian tube perforation, fatigue, gastrointestinal disorder, gastrointestinal pain, gastrooesophageal reflux disease, genital haemorrhage, heart rate increased, hormone level abnormal, hypersensitivity, menorrhagia, mood swings, muscular weakness, nausea, palpitations, tachycardia, urinary tract disorder, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: one coil was visible on right side and five colis on left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: placement both coils and full occlusion both tubes on (B)(6)2006, extremely anteverted uterus, normalappearing cervix though extremely narrow. Normal ostia. On (B)(6)2016, the patient had about a 12-week size fibroid uterus. She had a large left lateral myoma and broad ligament approximately 6+ cm. She had a right anterior lower uterine segment myoma approximately 4 x 4 cm. There was evidence of endometriosis in the left and right infraovarian fossa, uterosacral ligament. Ovaries themselves were normal. The right fallopian tube had an essure device out approximately 4 cm into the tube. The left fallopian tubes, the essure device was not deployed directly through the cornual section. We were able to do a complete cornual resection, but the majority of the tube was actually intracavitary in the left upper portion of the uterine cornual junction. Upper abdominal anatomy was within normal limits. Most recent follow-up information incorporated above includes: on (B)(6)2018: events- "mood swings, perforation (uterus) /migration of essure device location of device: endometrium, malposition of essure device location of device: right tube out 4cm, left not deployed directly through the cornual section, tachycardia, heart palpitation, uterine fibroids, endometriosis, blood disorder, heart disorder, hormonal changes, dysmenorrhea, gastrointestinal disorder", reporter added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.